Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient came in regarding pain. Surgeon did x-ray and implant appeared broken. Patient was revised.

Manufacturer narrative:
Evaluation summary: the device was returned for inspection, please see pictures attached phase 2. The device is broken, the eye shows a plastic deformation. The returned implant was also analyzed by phd, r&d project manager. His conclusion was: a case of brutal rupture of ductile type. It is likely that the implant was suddenly overloaded beyond its mechanical strength leading to breakage. The macroscopic configuration of the reconnected implant seems to indicate that the implant may has been distorted during implantation (as indicates the orientation of the broken areas) but as no post operative x-ray is available, we cannot confirm this hypothesis. However, if this initial deformation is confirmed, this is an aggravating factor that justifies breakage. Therefore, this case could be classified as user related (overload). Indications for any material, manufacturing or design related problems were not determined in the investigation. The batch record cannot be reviewed because the lot number was not communicated.

Event description:
It was reported that patient came in regarding pain. Surgeon did x-ray and implant appeared broken. Patient was revised.